Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.